Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Visual inspection also noted that blood residue was present around the header wires, suggesting that the header may have been loose while implanted. However, review of the daily measurements indicate that therapy was available while implanted. Manufacturing enhancements have been implemented to mitigate this issue.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the explant procedure of this device, the header became detached. Additionally, it was noted that all device measurements were within normal ranges, with the exception of a slightly higher right ventricular (rv) lead threshold. This device was explanted. No adverse patient effects were reported.